Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen that making it hard to read. Customer blood glucose value was unknown at the time of incidence. Customer also stated that insulin pump rejected new battery about a month and motor makes grinding noise and also there are three cracks near the battery. The device will not be returned for analysis.